Event description:
Medtronic received information, regarding a guidance system being used, during a spinal procedure. A l3-s1 transforaminal lumbar interbody fusion (tlif) posterior lumbar fusion. It was reported, that the surgeon suspected, that the navigation was inaccurate as one of the screw went medial (l4 - left). The surgeon removed the screw and reimplanted it into the patient using the same guidance system. There was no impact to patient's outcome. And surgical delay was reported, as one-hour or longer. Additional information received; indicated, it was unknown, how far the screw deviated from the plan.

Manufacturer narrative:
A1-a4: select patient information was unavailable from the site. H3, h6: the system was serviced in the field and the system operated as intended without any errors, no faults were found. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.